Event description:
Per the report received from france a valve model 3300tfx25mm implanted in aortic position was explanted after an implant duration of seven (7) years and seven (7) months due to calcific degeneration, restricted leaflets mobility and thickened leaflets leading to severe stenosis. As reported, there was a blood clot on the non-coronary-cups. The non-coronary cups were immobile. The patient presented with alteration in the left ventricle, dyspnea and fatigue before the explant procedure. A 25mm mechanical valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section e1 (telephone number): (B)(6). Updated information to section h6 (type of investigation, investigation findings and investigation conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, and no images or medical records were provided. Attempts to retrieve the device and additional information were unsuccessful. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature reviewhave shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. On the other hand, thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. In this case, the most likely cause is patient factors.